Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic living donor nephrectomy, the device was sharper than usual. The tissue pad was about to fall into the patient cavity, so the surgeon stopped using it halfway. A new device was used to continue. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument registered a mechanical fault. The instrument was disassembled; a crack was noticed in the proximal portion of the probe shaft. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. The root cause of the secondary damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.